Manufacturer narrative:
UDI and operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature keeps going up and down on the display. Additional information was received which included the event occurred during preventive maintenance.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with cracked tank cover, worn line cord, wear and tear damaged enclosure, outdated pcb (printed circuit board), power switch, and front cover. The customer stated problem was duplicated. The readings on the lcd (liquid crystal display) went up and down confirming the customer complaint. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.